Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00145. It was reported that the patient experienced ineffective therapy. X-ray showed that the right s2 and right s3 leads had migrated. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced addressing the issue. Reportedly, effective therapy was confirmed post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: g3: it was inadvertently reported as "dec 20, 2021" as g3 - date received by manufacturer: " date in the initial report. The correct g3 - date received by manufacturer: has been updated in this report.